Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on an unknown date. During the procedure, the lights on the device were flashing and the device would intermittently stop. The case was completed with this same device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2012-05967 and 2210968-2012-05968. The same patient is represented in each medwatch.